Manufacturer narrative:
The device has been received and is pending investigation. X-ray provided confirms the alleged event. A supplemental report will be submitted with device evaluation findings. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, during a routine control the surgeon noticed bending on the nail. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: a device history record review found no discrepancies related to the reported event and all lot release criteria were met. Visual inspection of the returned nail revealed that the housing tube was bent in the middle. X-ray imaging inspection was also performed; bending on the housing tube was clear. The nail was functionally tested and was not able to distract or retract with the electronic remote controller and high-speed magnet; the unit was jammed due to the housing tube bending. Based on the damage observed, the x-ray review, and reported information, it is probable that the housing tube bent due to excessive load generated from weight-bearing activities. Per the precice instructions for use, the precice nail cannot withstand the stresses of full weight bearing. Patients should utilize external support or restrict activities as directed by the physician until consolidation occurs.

Event description:
See updated fields h3, h4, h6, h10.